Event description:
The patient reportedly is experiencing sound quality issues and decrease in performance. Testing showed that the device is functioning. The patient is requesting removal of the device. Surgery to explant the patient's device is being considered.